Event description:
Account said casters are not holding.

Manufacturer narrative:
Tech found that all casters were not holding, tech replaced all casters. Tech checked brake/steer functions. All worked normal, there was no pt on the equipment at the time the equipment was reported for repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.